Manufacturer narrative:
Complaint has been evaluated and is similar to report number cc-00462812_1644408-2024-01317; 242-01-110, s809 - trauma, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Patient experienced a periprosthetic fracture after a fall.